Manufacturer narrative:
The lead was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead visited the hospital based on frequent anti-tachycardia pacing (atp) therapy. Pacing and sensing measurements for this lead were unavailable. Undersensing was observed in a recumbent position. When the patient was sitting, the pacing impedance could be measured and it was low and out of range. A partial or complete fracture was suspected. A revision procedure was performed. During the procedure, it was noted that the sealing ring on this lead was lifted, and this was the suspected cause of the lead failure. A new lead was successfully implanted. The patient's condition was good and there were no adverse patient effects.

Manufacturer narrative:
The lead was later returned and underwent laboratory analysis. Upon receipt, the lead was thoroughly evaluated. Visual inspection confirmed the front seal ring was slightly lifted along the front edge; however, the lead encountered no insertion issues when connected to an is-1 device. Visual inspection also confirmed the conductor coils were fractured approximately 7 cm from the terminal pin. A bend in the lead body was noted in the area of the fracture and it appeared the lead had been situated into a curved position while implanted. The fracture may have been caused by repeated flexing and movements within the pocket. Detailed testing was performed, which confirmed the fracture was due to fatigue.